Event description:
It was reported that the patient recently started experiencing some gran mal seizures. It was noted that the patient's device received an error message of low output current delivered, however this is not indicative of a device failure and is an expected event due to the higher impedance (within normal limits) and high programmed settings. Once settings were changed to the output current the device is able to deliver based on the higher impedance that is within normal range, the message no longer appeared. It was also indicated that the patient has also been receiving good efficacy from the device. Ohm's law calculation performed further supports that the patient is receiving the programmed output current and device is functioning within specification. No additional relevant information has been received to date.